Event description:
Revision of the fixation was required following implantation of an aculoc distal radius plate; explantation was performed. Reported in the journal of bone and joint surgery ((B)(4)).